Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/3 of their automated peritoneal dialysis therapy. Reportedly, the home patient forgot to pause therapy when they disconnected the transfer set from the patient line of the homechoice set in dwell 1/3. The home patient stated the 2nd drain cycle started before they got back and they received a system error alarm. The home patient then reconnected the transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy. Therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.